Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as: 2134265-2009-01636. It was reported that post a coronary drug eluting stenting treatment procedure, a stent occlusion occurred. The lesion being treated was located in the saphenous vein graft (svg) to the circumflex (cx). A 2.5x16mm taxus express2 drug eluting stent was deployed in the proximal svg to the cx and a 2.75x12mm taxus express2 drug eluting stent was deployed in the svg to the mid cx, inflated to 12atm for 45 seconds. Post dilatation was performed with a 3.5x8mm quantum maverick balloon, inflated to 12atm for 30 seconds. Medications given included: nitroglycerin, angiomax, and plavix. Seven months post the initial stenting procedure, the patient presented with an occluded svg which contained the two previously implanted taxus stents. The patient was taking plavix, was an insulin dependent diabetic, and the svg was 9 years old. The svg was closed about 10mm distal to the ostium of the svg. Treatment consisted of deployment of two non-bsc stents, placed in the distal to mid portion of the svg to cx. Medications given included: nitroglycerin, integrilin, and heparin. Patient status reported as "ok".